Manufacturer narrative:
The investigation determined that a non-reproducible, falsely elevated vitros trop I es result was obtained from a known troponin-free patient sample processed on a vitros eciq immunodiagnostic system. The assignable cause of the higher than expected vitros troponin I es result was most likely related to pre-analytical handling of the sample being tested. There was no evidence to suggest that a reagent or instrument issue contributed to the event. The assignable cause of this event is most likely sample handling.

Event description:
The customer obtained a higher than expected vitros tropi es result from a known troponin-free patient sample processed on the vitros eciq immunodiagnostic system. Tropi es=0.079 vs. Expected < 0.014 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es result was not reported from the laboratory as the result was part of a precision investigative test performed by the ocd laboratory specialist. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).